Manufacturer narrative:
The patient/family was the initial reporter.

Event description:
The advocate called to get help with the customer's contour next link meter. During troubleshooting, a control test was run, which gave a reading of over 600 mg/dl at 8:10 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The advocate was advised to return the control solution for evaluation. New strips and meter were sent to the advocate.